Event description:
It was reported to st. Jude medical that the lead was explanted when an increase in thresholds were observed.

Manufacturer narrative:
H.3. Eval summary: analysis did not reveal any device condition that would have contributed to the reported high thresholds. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal.